Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that the insulin gauge was inaccurate and that air bubbles were observed within the tubing. Additionally, it was reported that a cartridge change error occurred. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level was 198 mg/dl.